Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw mitraclip was implanted successfully. After removing the steerable guide catheter from the septum, a right left shunt began and oxygen saturation dropped. An occluder was not available in the operating room, so they waiting 35-40 minutes for one to be prepared. During this time, the mitraclip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was placed to stabilize the slda, reducing mr to grade 1-2. Afterwards, an atrial septal defect occluder was implanted successfully.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation (atrial septal defect) resulting in hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.